Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included diabetes. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdomen pain"), back pain ("back pain") and oral pain ("mouth pain"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy w/cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, adenomyosis, arthralgia, uterine pain, abdominal pain, back pain and oral pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, oral pain, pelvic pain, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events she did not underwent essure confirmation test, mouth pain, back pain, abnormal bleeding (vaginal, menorrhagia), depression, anxiety, abdomen pain, uterus pain, hip pain and adenomyosis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included diabetes. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdomen pain"), back pain ("back pain") and oral pain ("mouth pain"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy w/cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, adenomyosis, arthralgia, uterine pain, abdominal pain, back pain and oral pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, oral pain, pelvic pain, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included diabetes. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdomen pain"), back pain ("back pain") and oral pain ("mouth pain"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy w/cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, adenomyosis, arthralgia, uterine pain, abdominal pain, back pain and oral pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, oral pain, pelvic pain, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case was identified as a duplicate of (B)(4),(MFR number 2951250-2017-00987) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.